Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the ajust¿ sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. ¿ (B)(4). No sample received.

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced urge incontinence, chronic pelvic pain, recurrent pelvic adhesions, stress urinary incontinence, urethral hypermobility, abdominal wall scar tissue, pelvic sidewall scar tissue, left bladder nodule, marked dyspareunia, urethral pain, incomplete bladder emptying, urethral syndrome, chronic interstitial cystitis, burning and dysuria, enterocele, pelvic floor dysfunction, rectocele causing difficulty with her chronic constipation, recurrent cystocele, scarring in the posterior compartment of the vagina, scarring at the apex, bladder lesions, cystourethrocele, worsening depression after being told she will not be able to ever have intercourse again due to weakness of vaginal cavity, rectovaginal fistula, recurrent urinary tract infections, mucus, bleeding and flatus through vagina, passage of stool through vagina, pain in perineum, vaginal area pain, frequency, pain when sitting, lower abdominal pain, blood in stool, colovaginal fistula, urethral stricture, urgency, and continued fecal discharge. She has required numerous surgical and non-surgical interventions.